Event description:
It was reported that the patient was experiencing pain and discomfort at the pocket site. It was noted that the ipg was protruding. It was also reported that the patient had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable device. The patient was doing well post-operatively and the explanted ipg was not returned by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain and discomfort at the pocket site. It was noted that the ipg was protruding. It was also reported that the patient had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable device. The patient was doing well post-operatively and the explanted ipg was not returned by the medical facility. Additional information received that the patients ipg became too hot when charging.